Event description:
It was reported that the patient had a yeast infection and experienced vaginal itching, burning, and inflammation. The etiology of the event was noted as a new illness or injury. The patient was given terrazole vaginal cream and recovered without sequela on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v389413, implanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).